Event description:
The biomed at the facility reported that the eli380 unit intermittently loses connectivity to the wlan. It was reported the connection dropped for 45 minutes, device showed no signal and was unable to download any orders. It was additionally reported that the screen intermittently shows fuzzy static. There was no adverse event reported as a result of this event. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The baxter technician went on site and inspected the unit, the technician was unable to find any connection issues with the device but did confirm the allegation of display issues. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. If the ECG device becomes unavailable due to display issues, the clinician or medically qualified personnel has the option to use a backup device. This would be unlikely to cause or contribute to a death or serious injury if this were to recur. Although there was no adverse event reported and no connection issues were found with the device during inspection, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive ECG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this allegation of connection failure as a product malfunction.